Event description:
User was struck by a truck while driving the chair on the street accident happened sometime back in oct, end user did spend time in hospital, provider was only contacted recently to do est for repairs so that end user may submit the claim to the auto insurance company.